Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter stated the brakes will not engage and are very loose on both sides.